Event description:
It was reported that a user¿s ilet bionic pancreas displayed an incompatible sensor message when attempting to scan a freestyle libre sensor, and the user disclosed they were using a libre 3 rather than the required libre 3 plus. Symptoms included no physiological effects. Outcomes included no alerts or alarms on the ilet and no need for medical care. Investigation included troubleshooting and user education on proper sensor compatibility and instruction on operating in bg run mode when a compatible cgm is not available. Investigation of this case revealed improper device configuration due to use of a noncompatible third-party cgm sensor, with no device hardware or software malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was use error related to incorrect sensor selection.